Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the bending section rubber, control section, grip unit, right / left plate, remote switch 1, video connector, light guide connector, light guide connector cover glass, and video connector case were scratched by external factors. -due to the stretch of the angle wire, the angulation was insufficient. -the adhesive of the bending section rubber was chipped. -the video cable was buckling due to an external factor. This may affect the cables inside the video cable. -the video connector case was cracked due to an external factor. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by peeling or chipping due to impact such as dropping, repeated excessive handling of the outer surface of the distal end, or chemical deterioration by chemicals. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the adhesive of the objective lens was peeled off.there was no report of patient injury associated with the event.